Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead: (B)(6) 2005. 5054 implantable pacing lead: (B)(6) 2004. 5076 implantable pacing lead: (b)96) 2004. (B)(4).

Event description:
It was reported that the device longevity was shorter than expected due to high thresholds. The device was explanted and replaced. The leads are still in use. No patient complications have been reported as a result of this event.